Event description:
Post-operative condition 2009. Patient received surgery in 2006, the pain from the surgery has never subsided. His pain only increases, and doesn't go away. He's put off the surgery due to work, but now the pain is just too much to bear. MRI's and x-rays have been taken. The screw has dissolved leaving a large hole.

Manufacturer narrative:
Device has not been returned for evaluation.